Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 1 month 16 days post implant the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 month 16 days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 1 month 16 days post implant the patient's valve was explanted and replaced with a surgical valve. However, upon medical records review, 30 day follow up echocardiogram report, the patient had mildly reduced left ventricular systolic function, ef 40%; valve in valve transcatheter bioprosthetic aortic valve, elevated mean gradient=37 mmhg. A tee performed reported, moderately reduced left ventricular systolic function, with an ef 35%; post tavr valve in valve with an intervalvular fibrosa pseudoaneurysm and torrential perivalvular regurgitation. Per the explant op report, diagnosis: aortic valve dehiscence, valve in valve. Cerebrovascular disease, history of stroke. The patient was found to have about 50% of the surgical valve disrupted from the annulus posteriorly. This extended from the left and right commissure to the noncoronary and right commissure. The anterior leaf of the mitral valve was completely separated from the inferior aspect of the aortic annulus with a contained pseudoaneurysm. The outflow track and posterior wall was repaired with pericardial patch.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mis-match. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, the formation of pannus, or prosthetic cardiac valve thrombosis. Structural valve deterioration (wear, fracture, calcification, leaflet tear from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Small gradients may not be indicative of significant dysfunction. Large gradients may be indicative of ongoing dysfunction and may require surgical or percutaneous intervention to restore normal flow. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve increased gradient could not be determined based on the limited information provided. However, may be due to progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 month 16 days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 1 month 16 days post implant the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.